Manufacturer narrative:
The c702 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. The initial result was 772 umol/l. The repeat result was 85 umol/l. The questionable result was not reported outside of the laboratory as it did not correspond to the patient¿s clinical diagnosis. The repeat result was believed to be correct.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer inspected the module and found evidence of leakage from crystals adhering to the probe's surface in the cell rinse station. He also noted a dirty reagent probe. He then cleaned these parts. The investigation determined that the event was consistent with a hardware-related issue (leakage and dirt). The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.